Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2017 with the following findings: there was moisture visible on the display and inside the battery compartment. The cloudiness on the display lens was confirmed and caused by moisture condensation. Unrelated to the original complaint, the battery compartment was cracked and the display was dim and discolored. The leak test failed due to the battery compartment leak and moisture was found internally when the pump was opened.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.